Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus element plus, mr, ous 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the proximal stent strut rows were noted to be lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink measured at 116.8 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21jan2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 75% stenosed, eccentric target lesion was located in the moderately tortuous and moderately calcified, diffusely diseased left anterior descending artery (lad). A 2.50x38mm promus element plus drug-eluting stent was advanced, but the device failed to cross lesion. The device was completely removed and the procedure was unsuccessful due to this event. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.